Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Event date unknown. Complaint conclusion: as reported in a double-blind optease vena cava filter survey, respondent fifteen mentioned that it required more than one attempt to remove an unknown optease retrievable vena cava filter. It required complicated maneuvers to handle removal procedure, but filter retrieval was successful. A local hematoma and pain developed at the site of access and puncture. There was no additional patient injuries reported. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "filter retrieval difficulty, hematoma, and pain" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter has not been studied for long term implantation and must be retrieved within 12 days after placement. Possible procedure complications include, but are not limited to, the following: air embolism, hematoma at the puncture site, incorrect positioning of the filter, incorrect orientation of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolization, infection, intimal tear, filter fracture, thrombus formation. If the filter is not removed within 12 days of implantation, the possible long-term complications associated with filter implantation include, but are not limited to the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ filter retrieval difficulty can then occur if the device is left implanted longer than the recommended 12 days. As the filter becomes more embedded in the walls of the vasculature, removal may become more difficult. In addition, retrieval difficulty can be due to user handling issues as proper fluoroscopy and manual technique is needed to properly visualize and hook the filter. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in a double-blind optease vena cava filter survey, respondent fifteen mentioned that it required more than one attempt to remove an unknown optease retrievable vena cava filter. It required complicated maneuvers to handle removal procedure, but filter retrieval was successful. A local hematoma and pain developed at the site of access and puncture. There was no additional patient injuries reported. The device is not available for return.